Manufacturer narrative:
Loll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed the device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. It's important to note that the activity log was cleared prior to sending the device to zoll medical for eval. The device was recertified and returned to the customer. No trend is associated with report of this type.

Event description:
Complainant alleged that while treating a (B)(6) male patient, the device inappropriately shut down. Complainant indicated that in medical flight, the clinician restarted the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.